Event description:
It was reported that the pt had an MRI which suggested an inflammatory mass; no pt symptoms were reported. The pump was turned off for a period of time. The pt was taken to surgery for replacement of the catheter at a different level. It is uncertain what drug was in the pump. A follow-up report will be sent if add'l info becomes available to us.